Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photo shows a label with reported lot number and event description. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. A review for service records relevant to the reported complaint was performed. No service records relevant to the reported complaint were found. No photo(s) and/or video(s) was provided for evaluation by the reporter and a sample was not received at the investigation site for evaluation. The reported complaint was evaluated and does not meet criteria for reporting per applicable medical device regulations, does not meet criteria for a critical event, and a customer response was not requested. A review of production information, complaint history, and servicing (as applicable) was performed and did not reveal any potential contributing factors to the complaint. A complaint sample, photo, and/or video was not provided for evaluation. Based on the investigation, a failure of the device, labeling, or packaging to meet specifications could not be confirmed. Quality assurance has evaluated and investigated this complaint. Complaints are reviewed and monitored for adverse trends on a monthly basis and will continue to monitor data for evidence of adverse trending and take further action, if appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter was not cutting during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.